Manufacturer narrative:
(B)(4). The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a customer had a high drain alarm (an indicator of increased intraperitoneal volume) on a homechoice (hc) machine during use; patient connected in drain one of one. The ultrafiltration was 4939ml. The home patient (hp) had largest prescribed fill volume of 2000 ml and a previous ultrafiltration of -500 ml and drained only 178ml in the initial drain. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated. A review of the device log confirmed the reported difficulty of iipv-adult (high drain volume 101). The device passed functional testing and electrical testing. All pressures on the device were correct and stable. A short simulated therapy was performed and completed successfully. An internal inspection was performed and no problems were found. The alarm could not be duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No failure or malfunction was identified that could have caused or contributed to the reported difficulty. Upon completion of the investigation, a supplemental report will be submitted.